Event description:
The rep reported the device was used during a low anterior resection. It was reported the cdh29 was used to do the anastomosis. After completing the anastomosis the surgeon tested it by filling the abdomen with saline and pumping air through the bowel. He saw several bubbles indicating that the anastomsis was not air tight. He over-sewed the leaking spots along the staple line and completed the case.